Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the patient was in for an injection and when the medication was about to be drawn up into the syringe, a small white particle was observed on the needle. The needle was discarded and a new needle was applied and used. There was no harm to the patient.